Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k041584, upn# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: compression fracture level implanted: l2 procedure: balloon kyphoplasty procedure, it was reported that intra-op, surgeon began to mix the bone cement. The cement was mixed and waited while confirming the viscosity. Cement was filled from the right side while confirming image continuously. It was confirmed that the cement leaked when filled about 3cc on the right side and 2.7cc on the left side, after checking the left and right side, it was concluded that the leakage was from the right and maybe cement leaked to segmental artery. So cement filling was stopped and the operation was ended. The product came in contact with the patient. No patient complications were reported due to this event.